Event description:
As reported via user medwatch (B)(4), a (B)(6) male presented with a peripherally inserted central catheter (PICC). The user attempted to draw blood from the PICC line and there was no blood return. A second normal saline flush was attempted and the PICC was noted to be leaking. A third flush confirmed fluid leaking out of the insertion site. Upon inspection, a crack was noted just as the blue catheter goes into the white hub. The line was pulled. There was no report of patient harm or injury to the patient due to this product problem.

Manufacturer narrative:
A review of the lot history records was performed for the packaging and component lots obtained through a ship history review for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. It was reported that the device would be available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device for evaluation. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).